Manufacturer narrative:
2 pen needles affected by the event.

Event description:
Received voicemail from consumer regarding pen needle clog. Returned call. Consumer stated, she is able to prime two units but when she tries to take injection, no insulin will flow. Stated, there were three boxes that she had the problem with but, can only provide one lot. Two lots, are "unknown" stated, she is using 2nd gen pen needles. Lot: 3011418, catalog: 320550 date of event: unknown samples: yes cl

Manufacturer narrative:
Medwatch section c for affected product is attached. Correction to h6 (type of investigation, investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.